Event description:
It was reported that while performing a routine software update, a welch allyn service technician discovered that no sound was coming from the speaker of this device.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The subject device was being serviced by the manufacturer for a routine software update, when it was found that the device's sound was intermittent. The investigation found this was due to a problematic electrical connection between the speaker and the audio output of the associated circuit board. The speaker connection originally made contact via conductive leaf spring connectors. This type of connection was changed to direct wiring which eliminates the use of the leaf springs and reduces the likelihood of recurrence. The conclusion of the investigation is that the problem was caused by an intermittent electrical connection and the repairs made were effective in correcting the device's problem. After repair, the device software was updated and it passed all release testing. The tested device was returned to the customer.